Event description:
On (B)(6) 2013 patient reported the infusion set leaks after swimming. Patient stated the adhesive is not sticking after swimming also. Patient reported the insulin is leaking from her infusion site. Patient stated the insulin was pooling from her body. Patient reported experiencing an elevated blood glucose level of 300 mg/dl. Patient's target blood glucose range is 110-120 mg/dl. Patient stated she changed the infusion set and bolused to resolve the elevated blood glucose reading. Patient did not require any outside assistance. Patient reported the issues were due to her swimming for physical therapy (pt). Patient stated the issue occurs every time she swims for pt. Patient contributed the elevated reading to the leak. Patient reported her blood glucose readings have returned to normal. Patient discarded the alleged infusion set. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
Conclusion - the complaint cannot be verified. Result infusion set: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. Pump: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Corrective actions as the product has not returned for evaluation, the complaint could not be investigated.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.